Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was on a trip to an island and was an hour away from where his supplies were located. Customer's blood glucose was running high in the 400's mg/dl and he was taken to the emergency room. Customer was taken to the emergency room on (B)(6) 2015 with a blood glucose of 490 mg/dl. Customer was on a ferry ride and ran out of insulin. Customer was about 30 minutes from the mainland. Customer had to refill the reservoir and was given a manual injection. Customer was wearing the pump at the time of the emergency room visit. Customer continued to use the pump. Customer's mother was advised not to reuse the reservoir and to change it after 3 days of use. Caller mentioned that the customer also has lows while sleeping and wakes up with highs over 200 mg/dl. Customer has had random no delivery alarms and sometimes the screen fogs up.